Event description:
It was reported by the tm, customer has completed troubleshooting with various depths, image filters, and disconnecting/reconnecting. Customer did not use sleep mode at all, and put probe on the machine and image quality was less fuzzy. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of we troubleshot with various depths, image filters, and disconnecting/reconnecting. We did not use sleep mode at all, and we put my probe on the machine and image quality was less fuzzy was confirmed. There is noise in the background of the image. The reported issue root cause is due to an internal failure of the probe.

Event description:
It was reported by the tm, customer has completed troubleshooting with various depths, image filters, and disconnecting/reconnecting. Customer did not use sleep mode at all, and put probe on the machine and image quality was less fuzzy. No other information provided, at this time.